Manufacturer narrative:
The investigation into the limb ischemia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the reversible limb ischemia was pvd vessel patient condition related since fem-fem bypass resolved the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 60-year-old male with complaints of chest pain presented for impella cp support. The cp was inserted femorally and the limb became ischemic. The vascular surgeon placed fem-fem bypass for perfusion to the limb. The team reported the patient had significant peripheral vascular disease. Native condition contributed to the ischemia. The patient was escalated to an impella 5.5.